Manufacturer narrative:
MFR's report date: (B)(4) 2011. (B)(4). Sample involved in this event will not be returned as it was discarded by the customer. No failure investigation could be performed. The model #/catalog # identified is a carefusion product which is same or similar to a device that is approved for sale domestically. (B)(4).

Event description:
Approx an hour after a first unit of blood was infused, the user reported that they commenced a second unit, however, there was a delay in starting it as the IV line was blocked. The clinician removed the set from the pump to flush the cannula and they reported that the set burst at the pressure dome of the accuslide. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident. No add'l info provided.